Event description:
It was reported that the right ventricular (rv) lead dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. However, there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, the helix/lobe was distorted/bent, the guide tooth was damaged, and there was apparent explant damage. Visual analysis indicated that the helix could not be tested since the lead was returned with the helix bent and distorted.